Manufacturer narrative:
The biomedical engineer reported that the cns is freezing randomly and an error message shows up in windows that says a file is corrupted. Nihon kohden technical support (nkts) explained that the corrupted file message indicates a problem with the hard drive. Nkts advised the customer to swap the hard drives to determine if one or both are bad. Nkts attempted to contact the customer again to ask if the issue had been resolved but was unable to reach the customer. No patient harm was reported.

Event description:
The biomedical engineer reported that the cns is freezing randomly and an error message shows up in windows that says a file is corrupted.

Event description:
The biomedical engineer reported that the cns is freezing randomly and an error message shows up in windows that says a file is corrupted.

Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) reported cns freezing randomly with error message of corrupt file on (B)(4) with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts informed customer that the primary hdd was bad and needed to be swapped with the backup hdd. Nkts educated the customer on the process of changing hard drives and informed that if the error message doesn't show up on the backup hdd and the freezing stops then the customer would need a blank hdd. If both hdd's are bad, then the unit needs to be sent to repair center at nk for warranty repair. Customer stopped communicating after multiple attempts after nkts suggestion. Investigation conclusion: root cause of the issue could not be identified as customer stopped communicating after multiple attempts. However, the issue is suspected to be resolved internally and unit is functioning fine according to device history. The possible root cause of the issue has been highlighted above using fish bone / cause and effect / ishikawa diagram for cns freezing. The warranty of the device expired on 03/02/2019. According to the table in quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Correction: f9. Approximate age of device: incorrectly calculated.